Manufacturer narrative:
The device was not returned; therefore, no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by less than one hour. It was reported that during the imaging device biopsy, the site would confirm needle placement before collecting tissue. When taking the placement confirmation skin, the surgeon felt inaccurate. The site discovered that the patient reference frame was not fully seated on the articulating arm. The site re-seated the reference frame and took 2 more spins to register the patient and verify needle placement. The surgeon felt 1 cm inaccurate. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.